Event description:
Patient underwent replacement of the lead and generator. The generator was replaced prophylactically and the lead was replaced due to high impedance. High impedance was not observed pre-operatively. After the generator was replaced, the high lead impedance occurred. It was stated that troubleshooting was performed that did not resolve the high impedance. Specifics on the troubleshooting performed were not available. The high impedance was reported to resolve after the lead was replaced. The explanted lead was received by product analysis. Product analysis has not been completed to date for the lead. The explanted generator was stated to not be available for return. The generator has not been received by product analysis to date. No other relevant information has been received to date.

Event description:
Lead product analysis was completed. Note that since a significant portion of the lead (including the electrode array) was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. A set of setscrew marks were seen on the marked connector pin providing evidence that proper contact between the setscrew and the marked connector pin existed at least once. An abraded opening was observed on the outer silicone tubing approximately 39mm-40mm from the end of the cut outer / inner silicone tubes. The abraded opening, slice mark and puncture marks found on the outer silicone tubing and the cut ends that were made during the explanted process, most likely provided the leakage path for the dried remnants of what appeared to have once been body fluids inside the outer silicone tubing. For the observed inner tubing fluid remnants, there was no obvious path for fluid ingress other than the cut ends that were made during the explanted process. The condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. No discontinuities were identified during the continuity check. Other than typical wear and explant related observations, no anomalies were identified in the returned lead portions. Based on the findings in the product analysis lab, there is no evidence to suggest discontinuities in the returned portions of the device.